Event description:
The customer reported an aa33 alarm on the insulin pump, which occurred during rewind and prime. During troubleshooting the customer stated that the drive support cap was jutting out from the device. The customer was advised to discontinue use of the pump and return it for a replacement and analysis. The blood glucose level was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)